Manufacturer narrative:
Event date: no event date provided, used the first date of the month of the aware date (B)(6) 2018.

Event description:
Reportable based on device analysis completed on 31oct2018. It was reported that the balloon failed to maintain pressure. During the use of a 12.0 x 40, 75cm mustang balloon catheter, it was noted the balloon failed to maintain pressure. However, returned device analysis revealed a balloon pinhole. A visual examination of the returned device confirmed that the balloon was unfolded and had been subjected to positive pressure. Blood was visible within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon material and inflation lumen. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon material approximately 14mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues that could have contributed to the damage identified. No other issues were identified during the product analysis.